Manufacturer narrative:
No service was requested. Investigation and repair was performed by the user facility who reportedly removed and cleaned the standby valve. The compressor then passed all functional and safety tests and was cleared for clinical use. No parts were replaced. The root cause is most likely particles in the standby valve.

Event description:
It was reported that the compressor unintentionally went into standby mode. There was no patient harm. Manufacturer's ref #: (B)(4).